Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a ventricular tachycardia (vt) ablation procedure. The suture of a prostyle device was successfully placed. The sheath was upsized to a 8.5f sheath and the vt ablation procedure was completed. Reportedly post procedure, while closing over the wire, the knot was not able to be advanced completely into the arteriotomy, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (IFU) states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 1494- off-label use- indication for use was added to capture use of one prostyle suture to close a puncture exceeding 8f.